Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen on a 32 g x 4 mm bd ultra fine¿ insulin pen needle. The product was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: customer returned (1) open 4mm, 32g pen needles without the inner shield from lot # 6166527. Customer states that there is a ripple in the half of the needle. The returned pen needle was examined under the microscope and exhibited a hooked cannula point and clear, hard material on the surface of the patient end of the cannula. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis suggests that this material has components similar to those of cured adhesive. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter on patient end of cannula and hooked cannula point). The probable root causes for the adhesive splatter issue are: misadjustment of the adhesive nozzle. Flow on adhesive nozzle is set too high. Based on the above, no CAPA is required at this time. The sample was forwarded to manufacturing (B)(6) for further review. Upon completion of the investigation, a second supplemental report will be filed.